Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria for lot 3465176 and product code 810081. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2011 and the mesh was implanted. It was reported that the patient experienced right hip pain, pelvic pain, vaginal pain, dyspareunia, recurrent urinary tract infections, and fecal incontinence.